Manufacturer narrative:
At the time of writing, the device in question had not been received for examination, therefore no conclusive assessment of the incident described can be provided at this time. The reporting party has been requested to provide the product and additional information regarding the reported incident. Upon further inquiry, the reporting party communicated that the reported event is suspected to be caused by an unspecified "user mistake" and that a product return is not intended. Even though no serious injury occurred in this case, it was decided to report the incident due to the potential risk of injury. Further information was requested from the reporter. If any further relevant information will be received, it will be included in a follow-up report.

Event description:
Customer informed us that one of our products was involved in a case in which the patient's head fell from the skull clamp.